Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was not functional. There was no harm or injury reported. The ventilator was evaluated by a third-party service center, and the customer¿s complaint was confirmed, the device failed a test step during testing. The device's system board needs to be replaced to address the issue. H3 other text : third-party service center.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's screen was not functional. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.